Event description:
It was reported that the customer was concerned that the pump had delivered an unrequested bolus; however, after customer reviewed pump data, customer realized that he had entered incorrect bolus values into the pump. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.